Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported patient had revision of left knee due to pain and instability. Insert and patella were revised. Patella was revised due to excessive wear.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: the triathlon cr x3 tibial insert showed signs of use. Slight yellow discoloration noted throughout insert likely due to synovial fluid of in-vivo use. Cracks and chipped insert noted along the outer edge of the liner and on the underside of the insert likely due to explanation damages. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided x-rays. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because insufficient medical information was provided. Clinical consultant deemed provided information insufficient for medical review. Further information such as better quality x-rays, progress notes and clinical history are needed for determining root cause.

Event description:
It was reported patient had revision of left knee due to pain and instability. Insert and patella were revised. Patella was revised due to excessive wear.